Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a read, write, or invalid cubie memory error. The field service engineer (fse) worked with customer powered down station for 10 minutes as part of troubleshooting. After restarting, the storage spaces were recovered successfully. The pharmacy confirmed that everything was functioning properly, and the case was closed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was powered off and on multiple times without success. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.